Manufacturer narrative:
(B)(4). This device was returned for evaluation by a cross functional engineering team. The team found no damage or signs of any device malfunction that could have contributed to the reported adverse event. The lhr review revealed no issues during manufacturing that could have caused this adverse event. Placeholder.

Event description:
Vascular intervention case to treat a chronic total occlusion of the peroneal vessel; this case was a last effort to save the patient from amputation. The physician was using a step-by-step technique to advance through the occluded left peroneal artery. The wire was able to advance a few centimeters but ended up making a ¿j¿ shape in the occlusion; the physician continued lasing with the turbo elite all the way to the bend in the wire. This resulted in some shearing of the wire tip. A small speck was noted only on magnified fluoroscopy. The case was completed using another wire. The physician did not believe that the remaining wire fragment would contribute to injury and the fragment was left in the patient.